Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had surgical lead removed and the lead in this report replaced the surgical lead. Reference MFR report: 1627487-2013-1227 regarding the surgical lead which was replaced in the same location on (B)(6) 2013. After the procedure the patient developed a headache. It was reported the pain coverage was effective after the procedure. The patient stated her neck hurt when she would sit or stand, but her appetite was unaffected. It was also reported the day after the procedure the headache had improved significantly. The patient felt the issue was related to the procedure, and was kept in the hospital overnight and provided medication.